Manufacturer narrative:
Follow-up # 1 - 07/07/2014. Device evaluation -the lay user/patient¿s meter and strips have been returned on 26/06/2014 and evaluated by lifescan product analysis on 27/06/2014 and 07/04/2014 respectively with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. The test strips involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2-3 months prior to contacting lfs. The patient reported obtaining blood glucose results of ¿77 and around 70 mg/dl¿ with the subject meter and ¿33 and 26 mg/dl¿ with another device, performed within 30 minutes of each other, respectively. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. The reporter claimed the patient felt symptoms of sweating and ¿wouldn¿t wake up.¿ emergency medical services (ems) was reportedly contacted and administered the patient intravenous (IV) glucose as treatment. After, the patient¿s blood glucose was retested and ¿went up to 100 or something¿ with the ems meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution for quality control testing. The reporter was advised of this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.